Event description:
Account reports noting leaking on the tubing from the area of the roller clamp during administration of chemo. States leak resulted in a chemo spill. No pt or staff injury resulted.